Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. In addition, the device evaluation found a cracked meniscus in the objective lens and scratches on the distal edge. Based on the results of the investigation, the most probable cause of the complaint was component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had black rings. The issue was found during preparation for a therapeutic laparoscopic cholecystectomy which was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the subject device had black rings. The issue was found during preparation for a therapeutic laparoscopic cholecystectomy which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.